Event description:
It was reported that the ventricular assist device (vad) patient had a headache and then later the same day could not see and walk. The patient was diagnosed with hemiplegia and underwent an endocranium computerized tomography (CT) which confirmed hemorrhagic cerebral vascular accident (hcva). The patient was admitted and surgically treated with no signs of new hemorrhagia on the CT and the vad exhibited low flows. The patient was intubated on mechanical respiratory support during the whole hospitalization and was noted to be critically ill. The patient subsequently expired.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00700870. Product event summary: the ventricular assist device (vad) (B)(4) was not returned for evaluation. The reported low flow event was confirmed via review of the controller log files which revealed intermittent decreases in estimated flows within the analyzed period and 125 low flow alarms have been logged since (B)(6) 2019. Information provided from the site indicated that, in addition to the low flow event, the ventricular assist device (vad) patient had a headache and then later the same day could not see and walk. The patient was diagnosed with hemiplegia and underwent an endocranium computerized tomography (CT) which confirmed hemorrhagic cerebral vascular accident (hcva). The patient was admitted and surgically treated with no signs of new haemorrhagia on the CT. The patient was intubated on mechanical respiratory support during the whole hospitalization and was noted to be critically ill. The patient subsequently expired. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to poor vad filling, thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or inappropriate pump rotational speed. Per the instructions for use, neurological dysfunction and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of neurological dysfunction. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This information was received from the mechanical circulatory support product surveillance registry study. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.